Event description:
During a 3 level plif surgery, in 2007, the inserter prongs bent while inserting a cadence vue. The surgeon was able to complete the case as intended. No injury to the pt.

Manufacturer narrative:
Investigation pending.